Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: unknown. Event description: when the clip applier was in place, the clip didn´t load when the trigger was pressed. Additional information received from applied medical representative via email on 10oct25: I have discussed with the customer and unfortunately all the information what is able to get is: the clip didn´t load when the trigger was pressed (the clip applier was used as instructed). Intervention: they took a new one. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: unknown. Event description: when the clip applier was in place, the clip didn´t load when the trigger was pressed. Additional information received from applied medical representative via email on 10oct2025: I have discussed with the customer and unfortunately all the information what is able to get is: the clip didn´t load when the trigger was pressed (the clip applier was used as instructed). Intervention: they took a new one. Patient status: patient is ok.